Event description:
Pt death from septicemia. The user facility set-up and primed the bypass circuit two days prior to actual use. The oxygenator was considered by the u/f as a possible source of infection. No report of a device malfunction was received.